Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Corrected fields: h6, h11. Update field: h2. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the connector circuit board malfunctioned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a display of e217 error code. There was no patient involvement.